Event description:
Event description boston scientific, crm received information that the patient with this cardiac resynchronization therapy (crt-d) device experienced syncope and ventricular tachycardia (vt), which required external resuscitation. A boston scientific technical services (ts) consultant reviewed the electrogram (egm) and noted it appeared to be an agonal rhythm. An episode was declared but it was non-sustained. It was very wide ventricular fibrillation (vf), which did not provide a good signal to be sensed by the device. The device inhibited therapy due to the unstable rhythm. Onset was sudden; however, onset and stability were programmed to an 'and' criteria. Right ventricular (rv) capture was also questioned since the paced and sensed morphologies looked similar. A threshold test verified capture at 2.8 v, but it wasn't confirmed.